Manufacturer narrative:
The reported event of device found in bvvi mode was confirmed. The device was received normal condition operating in bvvi mode. Analysis of device image displays device went into backup mode due to transient nmi, which is consistent with emi exposure from CT scan. Further analysis performed after the reload of product code exhibited normal device characteristics without any anomalies, battery voltage is above eri level. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to clinic. The pacemaker was found on backup vvi mode and could not be reprogrammed due to the low battery. It was suspected that backup was likely due to device being at eri. It was also noted that the patient had a CT scan and was another possible cause for the back up vvi programming. The device was explanted and replaced. The patient was stable.